Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 breathing circuit has been received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel field representative that the heater wire of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit caused a fisher & paykel healthcare mr850 respiratory humidifier to sound a disconnect alarm. This occurred prior to patient use.